Event description:
Per report, "customer called in stating that she is getting crazy readings from her blood pressure monitor."

Manufacturer narrative:
Per report, "customer called in stating that she is getting crazy readings from her blood pressure monitor. Randomly giving wrong readings. No specific date. Started around (B)(6) 2025. "There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.